Manufacturer narrative:
Performance testing was within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The measuring cell was last replaced in 2019. Performance testing was run on the analyzer. H3 other text : na.

Event description:
The initial reporter complained of discrepant results for multiple patient samples tested for elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. The following are examples of discrepant results for 2 patient samples tested for ft3 iii on 08-may-2023. Patient 1: (ID 5223) initial result was > 32.55 pg/ml with a data flag. The repeat result was 2.13 pg/ml. Patient 2: (ID 5229) initial result was > 32.55 pg/ml with a data flag. The repeat result was 2.19 pg/ml. The following are examples of discrepant results for 2 patient samples tested for tsh on 11-may-2023. Patient 3: (ID 5398) initial tsh result was < 0.005 uiu/ml with a data flag. The repeat result was 4.07 uiu/ml. Patient 4: (ID 5395) initial tsh result was < 0.005 uiu/ml with a data flag. The repeat result was 2.26 uiu/ml. No questionable results were reported outside of the laboratory. The tsh reagent lot number was 70222301 with an expiration date of 31-dec-2023. The ft3 iii reagent lot number was 61191801 with an expiration date of 31-may-2023.